Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and the pump shut down. The customer's blood glucose level was 735 mg/dl. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.